Manufacturer narrative:
(B)(4). F/u will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per the instructions for use: to attach one way valve and vacuum the balloon twice inside of the tray, also remove the balloon straightly grasping closely from the tray. The sheath was inserted and the iab was removed from the tray. Upon removal the membrane was unwrapped and as a result, the iab was not used. Another iab was used without complications. There were no reported pt complications or injuries.